Manufacturer narrative:
Investigation summary: bd has been provided with the affected sample for catalog 309110 lot 1905248 to investigate for this record. Visual evaluation of the sample did not reveal any functionality issue. Unfortunately, as a result, bd was unable to verify the reported issue. Bd can state that the syringes reported meet the product specs and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history

Event description:
It was reported that bd discardit¿ ii 10 ml syringe plunger movement is difficult. This was discovered during use. The following information was provided by the initial reporter: plunger movement difficult.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii 10 ml syringe plunger movement is difficult. This was discovered during use. The following information was provided by the initial reporter: plunger movement difficult.